Event description:
The customer reported the kangaroo extension tube was added prior to the tube feed. Feeds run over 90 mins. Sixty minutes into the feed, the nurse noticed the feed leaked onto the mattress. The med port on the extension tube opened up too easily, even though it was closed prior to feed initiation. There was no patient harm.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) review could not be performed because the lot number was not available. Because the sample was not provided for evaluation, the failure mode could not be confirmed. The root cause and corrective actions could not be identified. This complaint will be closed with no further action. If a sample is received later, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes.